Manufacturer narrative:
(B)(4). G2: italy. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial surgery due to fracture of the femur. Subsequently, the patient had a revision and the nail was fractured, which caused the need for an osteotomy. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. H6: component code: proposed annex g code: mechanical (g04) - im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2b, d4(catalog number), g3, g6, h1, h2, h11. Corrected: d1. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (expiration date),g3, g6, h1, h2, h4, h11. Corrected sections: d2b, d4 (catalog number), d4( lot number), g4. D4 (lot number) : 335750, 335860, 349650, 349660, 349670, 349680, 349690, 349700, 349710, 349720, 349730, 349740, 631740. Item# 814411360, lot 631740; manufactured date: 2022-jul-16; expiration date: 2032-jul-16; UDI: (B)(4). Item# 814411360, lot 349720; manufactured date: 2022-jun-17, expiration date: 2032-jun-17, UDI: (B)(4). Item# 814411360, lot 349670; manufactured date: 2022-jun-19, expiration date: 3032-jun-19, UDI:(B)(4). Item# 814411360, lot 349730; manufactured date: 2022-jun-18, expiration date: 2032-jun-18, UDI:(B)(4). Item# 814411360, lot 349680; manufactured date: 2022-jun-17, expiration date: 2032-06-17, UDI:(B)(4). Item# 814411360, lot 335750; manufactured date: 2022-jun-19; expiration date: 2032-jun-19; UDI:(B)(4). Item# 814411360, lot 349660; manufactured date: 2022-jun-18, expiration date: 2032-jun-18, UDI: (B)(4). Item# 814411360, lot 349710; manufactured date: 2022-jun-16, expiration date: 2032-jun-18, UDI:(B)(4). Item# 814411360, lot 349700; manufactured date: 2022-jun-15, expiration date: 2032-jun-15, UDI: (B)(4). Item# 814411360, lot 349650; manufactured date: 2022-jun-15, expiration date: 2032-jun-15, UDI:(B)(4). Item# 814411360, lot 335860; manufactured date: 2022-06-05, expiration date: 2032-jun-05, UDI:(B)(4). Item# 814411360 lot 349740, manufactured date: 2022-jun-11, expiration date: 2032-jun-11, UDI:(B)(4). Item# 814411360, lot 349690; manufactured date:2022-jun-05; expiration date: 2032-jun-05; UDI:(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.